Event description:
It was reported that on the third postoperative day, the patient was found to have a drop in blood pressure. Thoracotomy rescue was taken and a serious bleeding from the bronchial artery was observed. After inspection, it was found that one staple was not formed, and the staple leg was exposed. The patient has been rescued and is under observation now. Procedure: lobectomy.

Manufacturer narrative:
(B)(4). Batch # unknown. Concomitant medical products: ecr45g, lot # 656a72. An analysis of the product could not be performed since a physical sample was not received for evaluation. The manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information was requested, and the following was received: was the bleeding bronchial artery within the staple line of the bronchus? No. Were any bronchial arterial branches dissected and ligated or cauterized within the initial procedure? No. Were there any unusual sounds or noises noted during the firing of the device in the initial procedure? No. Was the device difficult to close or difficult to fire? No. Were there any clips observed in the area where the device was used? No. What was the indication for surgery? Left lower lung nodule. What was the procedure? Thoracoscopic left lower lobectomy. How was the post-op bleeding identified? Blood pressure decreased. How was the post-op bleeding addressed? Unknown. What was the total estimated blood loss (ml)? Unknown. Was a transfusion required? Unknown. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. What does the surgeon believe was the cause of the bleed observed from the bronchial artery? Staple punctured vessel. What is the current patient status? Discharged. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2022. Additional information: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows tissue and some staples could be observed between tissue. However, due to tissue on the staples line proper/improper form of staples cannot be determined. The event described could not be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return.